Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and vela suprarenal device in 2016. During a routine follow up, the physician noted a potential endoleak type iiib with fabric billowing. Patient is reported as being fine and is currently being monitored.

Manufacturer narrative:
Clinical evaluations was able to find substantial evidence to refute the reported fabric billowing with no endoleak; rather there was type ii endoleak which was treated with glue (as per still images). There was no device related failure rather there was a procedure-related type ii endoleak from the left lumbar artery. The final patient disposition could not be ascertained due to lack of medical information surrounding the secondary endovascular procedure. Reportedly, the patient is in stable condition. To date there has been no reports of further negative patient sequalae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: patient codes: remove 1924. Device codes: remove 1354 & 1293.